Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7101671 / 7101682.

Event description:
It was reported that the patient had an infection at the groin area. It was also noted that the patient became septic and was admitted to the hospital. The patient's infection was not procedure related, and the cause was unknown. The patient was placed on antibiotics and had a wound vacuum in the groin area. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.